Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia and insulin pump had insulin flow block alarm during therapy .the customer's blood glucose level was 550 mg/dl. It was reported that the customer blood glucose was high due to recurring insulin flow block. Customer stated that they have tried all remedies. It was unknown that the customer was using auto mode or not. The insulin pump will not be returned for analysis.